Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-70109.

Event description:
It was reported that the insulin pump alarmed no delivery, and the alarms had been occurring for several months. The blood glucose reading was 300 mg/dl. The customer stated that insulin did not exit and the device alarmed no delivery during a 5.0 unit fixed prime. The call was disconnected, and when the customer could be reached, the fixed prime was changed back to 0.5 units. She was advised not to pre-fill reservoirs. Upon troubleshooting, the insulin pump alarmed no delivery during a manual prime. She stated that she removed the tubing, and used a new infusion set on the same reservoir. She reported that she was able to complete a manual prime of 10.9 units without any alarms thereafter. She was advised that the current infusion set being used was not occluded. She stated that she would monitor the device and call back if the issue recurred. Nothing further reported.